Event description:
New information received indicated that additional post-paced t-wave oversensing was observed on a stored egm during a follow-up in clinic. The patient was asymptomatic. Programming changes and further testing were recommended.

Event description:
Additional information received on 10/18/2016 indicated that through remote transmission, the physician observed multiple alerts due to t-wave oversensing episodes. The patient was asymptomatic and stable.

Event description:
It was reported that non-sustained right ventricular oversensing due to t-wave oversensing was observed. Reprogramming was recommended.

Event description:
New information received indicated that programming changes were made to address the oversensing episodes that were observed on (B)(6) 2016.